Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed. Programming changes were recommended. Patient monitoring will continue with routine follow ups.